Event description:
The patient experienced two or three (B)(6) infections in 2007. (B)(6) was found in the left and right pockets. The pump was removed from the lower left quadrant and replaced in the right quadrant. Then, (B)(6) was found in the right pocket again. The patient underwent months of intravenous antibiotics and, five to six years prior to report, the pocket site was cauterized twice. It was noted that the device system was previously delivering morphine, though the timeframe of morphine delivery was not specified with respect to the infections. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709, lot# j0039973r, implanted: (B)(6) 2000, product type: catheter. (B)(4).